Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
(B)(4).. Reason for original complaint.- a call center report states the patient alleges feeling pain in her hip. Further follow-up with the medical records indicate the pain is from her left hip trochanteric bursa. Medical records also indicated that the patient has been revised due to loosening of the femoral stem. **update** (B)(6) 2012- litigation papers received. In addition to previously reported issues, the patient is now alleging pain, swelling, inflammation, infection, and damage to surrounding bone and tissue, multiple dislocations and a lack of mobility. A metal liner and femoral head have been added. Update: (B)(6) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the calcar was fractured while trialing at the revision. Records are available for further review.